Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated "imaging findings are thought to confirm the reported event. Patient risk factors (acromioclavicular hypertrophy and cortical irregularity anterior humeral head), as well as imaging findings of anterior / superior subluxation of humeral head known are known to be associated with reported events of supraspinatus / greater tuberosity tenderness, biceps tendon tenderness (or rupture), impingement and instability." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices: versa-dial comprehensive standard adaptor, catalog #: 118001, lot #: 303560. Versa-dial modular head with variable offset, catalog #: 113055, lot #: 705460. Hybrid glenoid base 4mm, catalog #: 113954, lot #: 985500. This report is number 4 of 4 mdrs filed for the same patient (reference 0001825034-2017-03360 / 03361 / 03362).

Event description:
It is reported that the patient underwent a total shoulder arthroplasty. Subsequently, pain, tenderness, impingement, subacromial crepitus, and an infraspinatus fosia deformity were noted at six (6) week post-operative follow-up. Continued pain, biceps tendon tenderness, impingement, infraspinatus atrophy, and instability were noted at three (3) month post-operative follow-up. Pain, tenderness, impingement, and instability were noted at one (1) year post-operative follow-up. Tenderness and instability were still noted to persist at two (2) year post-operative follow-up. Lastly, a small lucency at the inferior aspect of the implant was noted at thirty-four months post-operatively. However, the condition is noted to be tolerated and there is no plan to revise the patient or otherwise treat them.